Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker declared safety mode. There were concerns as this patient was pacemaker dependent at that time. A replacement procedure was performed in which this pacemaker was explanted and a new device was implanted and remains in service. No additional adverse patient effects were reported.